Event description:
It was reported the device exhibited an intermittent "occ in". There was unknown patient involvement.

Manufacturer narrative:
G4, b3, d4: UDI unknown. One device was received for evaluation. Visual inspection of the device found the device to be in good condition. A review of the device's event history log revealed the reported alarm and a higher number of 'upstream occlusion' alarms. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.